Event description:
It was learned through implant patient registry that a with a 29mm 11500a aortic valve was explanted at implant due to bleeding. The explanted valve was replaced with a 27mm 11500a aortic valve. Per the medical records, the patient presented with acute on chronic diastolic chf and nyha class I and was found with native bicuspid aortic valve and severe aortic stenosis. Intraoperatively, after placement of the 29mm 11500a valve in aortic position, the ascending aorta was replaced from the sinotubular junction up to the distal aorta with a hemashield graft. The two-stage venous cannula and aortic sump were removed after complete airing when there was significant amount of bleeding originating from the sinotubular junction anastomosis extending down to the rca. After re-cannulating and upon inspection, the 29mm 11500a valve was excised and there was a significant tear noted adjacent to the right coronary artery. The coronary arteries were mobilized and noted to have very thin and poor tissue. A 27mm 11500a valve was implanted inside the hemashield graft, and the coronary buttons were reimplanted with some difficulty. The patient was sent to the ICU in critical but stable condition. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as the device status is unknown at this time. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date), g3, g6, h2, h4, h6 (investigation findings, and investigation conclusions). The subject device is not available for evaluation, as it was discarded on-site. A device history record (DHR) review is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors.